Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that emergency medical services were dispatched, customer was in emergency room and hospitalized due to hypoglycemia and unresponsive on (B)(6) 2020. The customer¿s blood glucose level was below 40 mg/dl at time of incident. The customer was assisted with troubleshooting for low blood glucose. Customer also experienced high blood glucose 459 mg/dl. The customer was treated low blood glucose with intravenous drips glucose and glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer alleged that insulin pump was over delivering. The device will not be returned for analysis.